Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It is planned for this patient to be upgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. This lead remains in service.